Manufacturer narrative:
(B)(4). G2: foreign- japan. D4: lot# 0002409336 or 0002409336. UDI#: (B)(4). Expiration date: jan 21, 2027, or may 3, 2027. H4: jan 21, 2022, or may 3, 2022. It is unknown which lot out of the two fractured. Hence both the lots are reported. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has been discarded by the hospital as a biohazard. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tip of the inserter fractured and two pieces of the fractured pieces retained inside the patient's burr hole. No adverse event has been reported as a result of the malfunction.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, g3, g6, h1, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device is used for treatment. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.